Event description:
Info reported to davol (B)(4) via hosp risk mgr: on (B)(6) 2003 - the pt underwent mesh implant. On (B)(6) 2004 - the pt was diagnosed with mesh infection and underwent umbilical wound debridement. The pt received antibiotic therapy. The infection was reported to be resolved. On (B)(6) 2011 - it was reported that the pt developed abdominal pain and felt a mass on the abdominal wall. On (B)(6) 2012, the pt underwent laparoscopic mesh explant. It was reported that the ring was broken and protruding through the mesh. The pt was discharged home the following day and is reported to be recovering well.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. It was reported that the pt developed an infection and the recoil ring had broken. However, no medical records, including operative reports or culture reports have been provided, and no sample or photographs of the mesh have been returned for eval. While there is no indication that the mesh was the source of the reported infection, the product's IFU states that "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may required removal of the prosthesis." A mfg review was performed and did not find evidence of a mfg related cause for the reported event. We have contacted the initial reporter to obtain add'l info and to have the sample returned. If any relevant add'l info is received, a f/u MDR will be submitted.